Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (does not power on) has been confirmed. As received, the charger/modem would not power on. Upon evaluation, the l602 inductor on the bedside board was knocked loose. The cause of the inability to power on is the damaged inductor. The root cause of the damaged inductor is mechanical shock from physical impact. No adverse event resulted from the defective battery.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the charger was unable to power up.